Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In between a 2 cm segment of the lead body were missing. The visual inspection revealed multiple signs of wear along the lead fragments. In particular 40 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the reported noise with shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore cuts in the insulation and deformations of the shock coils and the fixations helix were found which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This rv lead was explanted and replaced due to multiple inappropriate shocks caused by noise. Should additional information be received, this file will be updated.